Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during video equipment assembly, the processor started blinking and stopped working. A replacement processor was used, allowing the surgery to proceed without any further issues. Surgery scheduled to take place on (B)(6) 2026 at 07:00, surgery took place on (B)(6) 2026 at 07:15. There were no consequences related to the failure. No negative impact in state of health reported.

Manufacturer narrative:
Additional information: the affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Corrections are made in section d1, d2, d2a, d2b, d4 and g4. Internal karl storz reference number: (B)(4).